Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but was not available at the time of this report.

Event description:
It was reported to philips that the device did not deliver a shock to defibrillate a patient with paddles or hands free pads. A different defibrillator was successfully used to deliver therapy to the patient. There was no impact to the involved patient.

Manufacturer narrative:
The patient involved was being treated for a cardiac arrest. When the device did not defibrillate the patient with either the paddles or the pads, the users changed to a different device, which treated the patient successfully. The customer reported that no harm was known to have been attributed to the device behavior. The customer requested that the device be returned to bench for evaluation. The device was received by the philips bench repair on (B)(6)2017. The age of the battery was more than the service manual recommended replacement of 2 years and is the cause of the no shock failure. The battery will need replacement. Customer was instructed how to obtain a new battery. Unit will be fully tested to service manual specs and returned to customer. The battery was to be replaced by the customer and the device passed all performance assurance testing and was placed back in service. Philips has determined that this was a malfunction of battery. There is no indication of a systemic problem; no further investigation or action is warranted.